Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device revealed that both cuffs successfully captured the needles during the plunger deployment. However, the posterior cuff became detached from its needle tip while retracting the needle plunger to retrieve the suture as evidenced by flattened posterior cuff tabs and damaged posterior needle barb. Cuff-to-needle tip detachment would result in a failure to retrieve the suture as reported. Cuff-to-needle tip detachment suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. During manufacturing, the proglide device is visually inspected and functionally tested. The suture and link were returned intact and there was no indication that the suture or link was dragged through the suture bearing or device while retracting the needle plunger which could have contributed to cuff-to-needle tip detachment. During the device analysis, the plunger was reinserted and retracted successfully without any observable resistance. There were no challenging anatomical conditions reported which could have contributed to the posterior cuff-to-needle tip detachment. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the plunger was abruptly pulled out of the device after needle deployment which could have caused the posterior cuff to detach from its needle. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the probable cause for the posterior cuff-to-needle tip detachment could not be determined. No manufacturing or quality deficiency was detected. A review of the device lot history record did not reveal any nonconforming materials records associated with this lot. A query of the complaint database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information. Estimated sheath size (sheath size used was reported as either 5f or 6f).

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an diagnostic procedure. Reportedly, when the plunger was removed, the suture was not present. The device was rewired and another proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.